Event description:
The patient was extubated and placed on a fisher & paykel high flow cannula at 4 lpm. Two days later, while two nurses were attempting to draw blood from the patient's heel, the fluid bag, used in concert with fisher & paykel high flow machine to humidify the oxygen the patient received - pressurized (from yet unknown causes) and exploded. The pressurized water struck nurse 1 in the face and left eye while the noise (described as sounding like a gun) caused nurse 2 to temporarily lose hearing in her right ear. Injuries for both staff have since resolved.